Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and reprogramming options as well as further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.